Event description:
Additional information received reported the patient was starting to move their legs. The reporter stated the patient had steadily improved, although slowly.

Event description:
Additional information received reported that no therapy was initiated. It was noted that the trial leads were immediately removed. It was noted that the patient was moving his feel and had taken some steps.

Event description:
It was reported the patient had an epidural hematoma and was taken to surgery for multi-level decompression. The reporter stated the patient had an uneventful trial lead placement, but then started complaining of leg weakness and numbness approximately one hour post procedure. It was noted the leads were removed and the patient was sent for an MRI. It was further noted the MRI showed the patient had an epidural hematoma. The reporter stated the patient was taken to surgery for a laminectomy and decompression. It was noted the patient had a loss of reflexes in their lower extremities, pain, paralysis, and weakness at the lead location. Additional information received reported the manufacturing representative spoke with the patient¿s wife today and they stated the patient was paralyzed. The reporter stated the patient had a blood clot ¿at the door¿ and hematoma so they a ¿12 level¿ spinal decompression was done. It was noted the spinal cord stimulator was removed. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 387445, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: screening device. (B)(4).

Manufacturer narrative:
.

Event description:
Additional information received reported that the nurse did not have a status report on the patient. It was noted that the nurse did not have much information to provide at the time of report. It was noted that the patient had to go to a rehab facility after the procedure. Additional information was requested but was not available at the time of report.

Event description:
Additional information received reported that the patient was still at the rehab facility. It was noted that the patient was walking with assistance and was slowing improving. It was noted that the patient would continue to go through rehab.